Manufacturer narrative:
Patient age not available. Patient weight not available. Concomitant medical products: other relevant device(s) are: product ID: 9735737, product type: software (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transphenoidal cranial resection. It was reported that intra-operatively, it was not possible to connect a non-medtronic microscope to the navigation system. It was staying orange and would not connect. A manufacturer representative tried another microscope cable and the issue did not resolve. Both were plugged into instrument port b. There was no surgical delay. The site proceeded without navigating the microscope. The procedure was completed using the navigation system and there was no reported impact to patient outcome.

Manufacturer narrative:
An additional system checkout was performed and found that the system was performing as intended. A system checkout was successfully performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with patient age. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: conflicting information was received regarding patient initials. Follow-up is being conducted. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a representative was on-site and tested both microscopes. The navigation system was connected to each microscope and they got green connectivity status in the software and were able to track without issue. The issue could not be replicated.